Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and an aortic extension. The patient came in emergently with lower back pain on (B)(6) 2018. On (B)(6) 2018 the patient had a follow up additional scan where no endoleak was observed, but an aneurysm sac growth was confirmed. The physician will continue to monitor the patient, there is no plan for a secondary intervention. There is no plan for an intervention.

Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were substantial reported evidence that supported the following case event. Clinical was able to confirm the emergent presentation and the sac growth. In addition, clinical did not noted the reported type 1a endoleak, but rather it was a type 2 endoloeak. There was no device malfunction detected, rather the sac growth was caused a procedure related type ii endoleak. The final patient disposition was discharged from the ER under surveillance. There have been no further reports of negative patient sequelae. The devices remain implanted in the patient and will not be returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system.

Event description:
Based on clinical's final evaluation, there was no noted type 1a endoleak as reported, but rather it was a type 2 endoleak.